Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death are listed in the xience pro a everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal circumflex coronary artery. The patient presented with a st-elevated myocardial infarction on (B)(6) 2020. A 3.5x12mm, 3.5x15mm, and 3.5x28mm xience pro a stents were implanted. On (B)(6) 2020, in-stent thrombosis was noted in the middle segment of the 3.5x28mm xience pro a stent. An unspecified 3.5x15mm nc balloon was used as treatment. There was no clinically significant delay in the procedure. However, the patient subsequently died on (B)(6) 2020. In the physicians opinion, the devices did not cause or contribute to the death. No additional information was provided.